Event description:
It is reported that the pt was revised for a poly exchange and strut graft of the ulna. The pt had ruptured their triceps muscle and was scheduled for an allograft repair primarily with possible poly exchange or revision. During the revision surgery, it was noted that there was an unusual wear pattern to the originally implanted devices. The surgeon revised the busings, using a thicker busing on one side and a smaller on the other side, and a smaller pin. Implant and explant info is unavailable.

Manufacturer narrative:
We could not obtain a complete catalog number, therefore, a baseline report cannot be filed. Eval summary: cause cannot be definitively determined. Eval - no prod was returned. Review of the device history records was also not possible as the prod and/or lot numbers required for retrieval were unavailable. It is not suspected that the prod failed to meet specifications. The investigation could not verify or identify any evidence of prod contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.